Manufacturer narrative:
The contracted service agent did verify the reported failure and recommended that the customer replace the device. The customer has not made any decision regarding the device replacement and the device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device charge-pak indicator was illuminated. Physio-control¿s contract service representative evaluated the device. The device event record download showed that the internal hlc battery was depleted. The device was likely unable to power on and provide defibrillation therapy in the observed condition. There was no patient use associated with the event.